Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient had ineffective stimulation on the right side and the patient¿s right leg started hurting more approximately 3 weeks prior to (B)(6) 2016. It was noted that there was no reported patient fall or any preceding event. Diagnostic testing or troubleshooting performed included reprogramming. They were able to get right leg stimulation a little better, but there was mostly left leg stimulation. Interventions/actions taken or planned included an appointment with the healthcare professional scheduled for (B)(6) 2016 to discuss options if the leg pain was not better with reprogramming. It was unknown if the issue was resolved at the initial time of report, and the patient¿s status was alive with no injury. Surgical intervention was not performed, and it was unknown if surgical intervention was planned as of (B)(6) 2016. Additional information received from the consumer on 20-may-2016 reported that the manufacturer representative had turned off stimulation on (B)(6) 2016 to let the patient¿s body rest. On the night of (B)(6) 2016, the patient turned stimulation back on; when stimulation was turned back on, stimulation was too high and the patient turned stimulation back off. The patient requested assistance for decreasing stimulation; the patient programmer was reviewed and the patient was able to decrease stimulation to where she wanted it. It was also reported that the patient¿s stimulation did not cover her pain. During reprogramming on (B)(6) 2016, the patient stated the manufacturer representative thought the lead may have moved to the left because stimulation was not covering the back pain on left side since (B)(6) 2016. Additional information received from the manufacturer representative on 31-may-2016 reported that the patient was seeing the healthcare professional later that day; it was noted that this was just an office visit, no new programming. Additional information received on 01-jun-2016 from the healthcare professional via the manufacturer representative later reported that the patient was sent for a CT scan and x-rays on (B)(6) 2016; the healthcare professional planned to see the patient the following week. The patient¿s indications for use included spinal pain and non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that the patient's x-rays showed slight movement of the leads. It was noted that the rep was able to recollect 75% of the patient's pain pattern. It was also noted that the healthcare provider (hcp) was going to offer injections and no surgery was planned.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.